Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 260 mg/dl. The customer stated that the leak was at the cap of the reservoir. The customer stated that insulin was dripping into the insulin pump. The customer stated that the cap was twisted and cracked. The customer stated she has a diabetic ketoacidosis event and was hospitalized in the summer time for 2 days in the ICU.